Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number a126118 had a cracked touchscreen, after which the screen became nonresponsive to touch and the user could not enter pairing code numbers; the device had synced data prior to shutdown and the user continued cgm use and backup therapy pending replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.